Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on july 31, 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital in (B)(6). The patient underwent a scheduled retrieval procedure approximately 3 months later, on or about (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital, where the physician was unable to retrieve the filter. The patient had a second scheduled retrieval procedure approximately 14 months later, on or about (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital. The physician was unable to retrieve the filter. The patient alleges breakthrough pulmonary embolism occurred, as well as, filter thrombosis post implant, tilt and embedded. Argon¿s attorneys are attempting to gather additional information.